Manufacturer narrative:
Sterilization charts of the explanted devices (reverse humeral body, reverse liner, glenosphere, glenosphere connector + screw) were checked; all the devices were regularly sterilized before being placed on the market. No other complaints reported on the lot # and sterilization # of the devices involved. According to the information provided, neither the stem nor the metal back were revised. It was reported that "patient was highly non complaint" in regards to the surgery wound management and that this improper wound handling is the probable cause of revision surgery. Explanted devices and x-rays of primary and revision surgeries are not available for evaluation. Date of onset of the infection remains unknown. According to the info reported, the prosthesis was functional and in good condition and devices were well fixed at the time of revision surgery. Based on the above, we believe that the prosthesis itself did not cause the infection. With the available information, a deeper investigation is not possible. We are aware of 14 cases of infections involving a smr reverse prosthesis, on a total of about 53701 smr reverse prosthesis implanted ww since 2002 (related revision rate of 0.026%). In all these cases, the devices were regularly sterilized before use. No corrective actions planned for this case. Limacorporate will keep the market monitored on the reoccurrence of similar events. This is a final report.

Event description:
2nd shoulder revision surgery (B)(6) 2016) due to infection was performed one month after 1st revision surgery (B)(6) 2016). According to the information provided, the prosthesis was functional and implants well fixed; it was reported that bad wound management by patient is the probable cause of the infection. Event occurred in (B)(6).